Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013 the patient underwent the following surgeries: removal of hardware; exploration of fusion; posterior spinal fusion, posterior spinal instrumentation t10 to s1; pelvic fixation bilaterally; lliac crest bone graft bilaterally; vertebroplasty, t9 and t10; laminectomy, l2-3; transforaminal lumbar interbody fusion, l2-3; lnterbody cage placement l2-3; smith-petersen osteotomy l2-3; type 1 posterior spinal osteotomy, t12 to l3 to treat the following pre-op diagnosis: neck segment breakdown, degenerative disk disease, status post prior l3 to 51 fusion, mild flat back, lumbar. Op-notes: ¿..the t9 and t10 screws were left out for purposes of vertebroplasty. Leksell was then used to remove the posterior portion of the iliac crest bilaterally. Next, after locking the locking nuts down and torqueing, a thorough irrigation was performed from t10 to s1 and then iliac crest bong graft mixed with allograft was placed along the spin or spinal fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.